Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose of 401 mg/dl after a supply change and was initially connecting the infusion set connector to the cartridge outside of the ilet, which could cause leaking and reduced insulin delivery to the infusion set component. Symptoms included hyperglycemia with associated sleepiness and dry mouth. Outcomes included a delay to treatment or therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem due to an improper procedure, specifically failure to follow instructions when attaching the connector to the cartridge outside the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The user¿s glucose subsequently decreased after education on the correct connection process.